Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR 2134265-2014-07360. It was reported that a rotawire fracture occurred. The target lesion was located in the left anterior descending (lad) artery. A rotablator rotational atherectomy system and a 330 cm rotawire was selected and advanced to treat the target lesion. During procedure, it was noted that the distal part of the rotawire broke on the last 10 mm while placing the burr on dynaglide. It seemed that the rotawire was inserted at the bottom of the target lesion and got stuck, preventing its rapid rotation during dynaglide and probably breaking the rotawire. The broken part remained at the bottom of the distal lad without any clinical consequences and it was too distal to attempt a lasso-type recovery.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The visual inspection was performed and the device presents: the spring tip damage and partially detached (coilwire and corewire broken). All the outer diameter (od) measurements are within the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR 2134265-2014-07360. It was reported that a rotawire fracture occurred. The target lesion was located in the left anterior descending (lad) artery. A rotablator rotational atherectomy system and a 330 cm rotawire was selected and advanced to treat the target lesion. During procedure, it was noted that the distal part of the rotawire broke on the last 10 mm while placing the burr on dynaglide. It seemed that the rotawire was inserted at the bottom of the target lesion and got stuck, preventing its rapid rotation during dynaglide and probably breaking the rotawire. The broken part remained at the bottom of the distal lad without any clinical consequences and it was too distal to attempt a lasso-type recovery.